Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey stated patient experienced a skin injury as a result of the statlock foley stabilization device. Patient experienced a urinary meatus injury as a result of the statlock foley stabilization device. Also stated patient required any medical or surgical intervention as a result of device usage. Of note any action as a result of an adverse event was considered medical intervention example prescribing any medication as a result of an adverse event, surgery as a result of an adverse event, etc. And described positive result for the medical or surgical intervention that resulted from usage of the bard/bd statlock foley stabilization device in your last patient. Also stated yes for their last patient in which they utilized the bard/bd statlock foley stabilization device experience any other adverse events. Also, redness was experienced by their last patient when using the bard/bd statlock foley stabilization device and also patient required medical or surgical intervention as a result of device usage. Of note: any action as a result of an adverse event is considered medical intervention prescribing any medication as a result of an adverse event, surgery as a result of an adverse event, etc. And described positive result for the medical or surgical intervention that resulted from usage of the bard/bd statlock foley stabilization device in your last patient.